Event description:
Customer reportedly received the following results on the mobile system: within 10 minutes - 239 mg/dl and 90 mg/dl. Within 10 minutes - 188 mg/dl and 23 mg/dl. No adverse event was reported requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.